Event description:
It was reported that the patient was having pain while pacing. The ventricular lead exhibited unacceptable threshold. After multiple repositioning attempts, the lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.